Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the spinal cord stimulator (scs) device was causing headaches when used. The patient opted to have the device explanted and was reportedly doing well post-operatively. The explanted ipg was not returned as it was discarded by the facility.